Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported possible left side rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and others, creases fold and brown particles on the shell. A visual and microscopic analysis was performed which identified: sharp broken on radius and missing (25-50%). A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on radius assessed as an unidentified (tear) opening and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: a.4., d.9, h.3., h.6.

Event description:
Healthcare professional reported possible left side rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.